Manufacturer narrative:
The troponin t hs stat reagent lot number was 771982 with an expiration date of 30-jun-2025. Calibration and qc were acceptable. The field service engineer visited the customer's site and performed maintenance and annual preventive maintenance on the instrument. He also performed an assay performance check and a blank cell check and they were within specifications. A general reagent problem can be excluded because the qc prior to the event was within ranges. The root cause was consistent with a maintenance issue.

Event description:
We received an allegation about questionable high results for 7 patients' serum samples tested with elecsys troponin t hs stat (troponin t hs stat) assay on a cobas e411 immunoassay analyzer (rack system) when compared to a different analyzer at a different laboratory. Sample 1: initial result: 17.08 pg/ml. 1st repeat result: 8.92 pg/ml (tested on another analyzer). 2nd repeat result: <3.00 pg/ml (tested on a different analyzer at a different laboratory). 3rd repeat result: 4.61 pg/ml (tested on another analyzer). 4th repeat result: 5.41 pg/ml. Sample 2: initial result: 11.94 pg/ml. Repeat result: 6.04 pg/ml. Sample 3: initial result: 15.44 pg/ml. Repeat result: 11.03 pg/ml. Sample 4: initial result: 15.30 pg/ml. Repeat result: 11.37 pg/ml. Sample 5: initial result: 14.48 pg/ml. Repeat result: 9.98 pg/ml. Sample 6: initial result: 14.68 pg/ml. Repeat result: 8.10 pg/ml. Sample 7: initial result: 9.72 pg/ml. Repeat result: 4.32 pg/ml. The customer questioned the initial results and repeated the samples. Samples 2, 3, 4, 5, 6, and 7 were repeated on a different analyzer at a different laboratory. No questionable results were reported outside the laboratory. The 2nd repeat result of <3.00 pg/ml for sample 1 was deemed to be correct and reported outside the laboratory.